Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected rewind on its own during testing. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose over 783 mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer blood glucose reading while admitted was unknown. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was unknown. Customer did changed unknown. Customer went into hospital for seizure. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. The name of the hospital is baptist hospital. The hospital phone number is (B)(6). Customer was treated with IV insulin. Customer did mention using the auto mode feature. The product will not be returning for analysis.